Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(6) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the patient expired after an implant duration of approximately 8 days. The only information provided by the surgeon as the cause of death was "pulmonary." It is unknown if the death was device related. No further details were provided. There have not been any allegations of a product malfunction or deficiency.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Have been requested; however, it has not been provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.